Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an emergency cesarean delivery, the needle was released from the thread. Another device from the same lot was used to complete the case. There was no patient injury.